Manufacturer narrative:
Due to limited information, this event is being reported in a conservative manner. Not yet determined if device available.

Event description:
On 30 may 2017 the manufacturer received notification through patient tracking of a memo 3d rechord semirigid annuloplasty ring that was implanted/explanted on (B)(6) 2017.

Manufacturer narrative:
As per physician medical judgment of failure to implant mitral ring due to the patient requiring a mitral valve replacement , this event was not device related and no investigation will be performed. The device is not available for return. Device not returned to manufacturer.

Event description:
The manufacturer was notified through patient tracking of a memo 3d rechord, (B)(4) that was implanted/explanted on (B)(6) 2017. On follow up with the physician it was determined that failure to implant the mitral ring was due to patient anatomy. As per physician medial judgment the patient required a full mitral valve replacement and a mitral ring repair was not possible. The memo 3d rechord was removed and a 27mm bioprosthesis (model/brand unknown) was used for the mitral replacement. The amount of added xclamp time for the mitral valve replacement is not known. Patient left the or in satisfactory condition but still in critical condition for postoperative care (as of (B)(6) 2017). The device is not available for analysis.